Event description:
It was reported that while in the cath lab, the md inserted the super arrow-flex (saf) sheath into the patient's left femoral artery. The intra-aortic balloon (iab) was inserted into the saf sheath and became stuck. As a result, the md removed the iab with the saf sheath from the left femoral artery. The md opened a second iab and inserted the new sheath over the same spring wire guide (swg) successfully. There was no reported patient death or injury. The delay in treatment was 15 minutes. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.